Event description:
It was reported that during an unrelated rv lead revision procedure, the physician noted that the ra lead exhibited a drop in impedance measurements. Loss of sensing and intermittent capture was also noted. Additionally, a tear in the insulation observed. The physician elected to cap and replaced the lead on (B)(6) 2017. There were no complications during the procedure and, the patient was asymptomatic.